Event description:
The customer reported the system displayed a charger fail. This error was not a fatal error, and allowed the customer to simply press any key to resume case. No pt injury.

Manufacturer narrative:
The customer was unable to reproduce the problem.